Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that a latitude red alert was received for this system due to a low shock impedance measurement. The patient was brought into the clinic for testing. Impedance measurements were within normal limits during pocket manipulation, isometrics, and valsalva maneuvers and all other measurements were stable and good. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant stated that since shock impedance measurements have been stable and all other measurements are consistent and good, this could be one erroneous measurement or a sign of a lead issue. They will continue to monitor the patient via latitude. No other adverse events have been reported. This product issue will be updated if additional information is received.